Manufacturer narrative:
Investigation update: as correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action may be indicated.

Manufacturer narrative:
The root cause of the event could not be determined from the information available. Manufacturer will continue to monitor for trends.

Event description:
Patient was complaining of knee pain at 5-months postop. 5mo postop xrays did not indicate any device failure or malfunction but did present moderate joint space narrowing, far medial placement of femur, varus alignment and a lateral gap under tibial tray. 2wks post op radiographs also presented similar misalignments. Revision was performed and converted to a total knee arthroplasty (another manufacturer's product) without any further issues.